Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was beeping three times like an alarm every 15 minutes. The customer's blood glucose was 230 mg/dl. The customer stated that the beeping occurred thirty minutes after delivering a bolus. Troubleshooting was done. Explained possible causes of the beep anomaly. The customer stated that none of the buttons were accidentally pressed. Advised to monitor the insulin pump and call back if issues recurred. Nothing further reported.